Manufacturer narrative:
The customer¿s report of leaking at the filter was confirmed. The set was visually inspected and no anomalies were observed. Functional testing resulted in fluid flowing freely through the set with no issues noted. Pressure testing confirmed leaking from the set's filter vent. The root cause was identified as the fluid resistance of the filter becoming roughly equivalent to the fluid resistance of the air vent, increasing backpressure and resulting in the fluid following the path of least resistance through the filter vent. This can occur if the filter becomes clogged with particulate after prolonged exposure.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was noted to be leaking at filter disc site. There was no patient harm.